Event description:
It was reported that dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the proximal to mid left circumflex artery. A 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced and deployed. However, post-deployment, a distal stent edge dissection was observed in the mid left circumflex artery due to the bend and calcification. The dissection was further described as type b, flow limiting and timi ii flow was observed. A 2.75 x 20mm synergy xd des was deployed to cover the dissection and the procedure was completed. There were no patient complications, and the patient condition was stable post-procedure. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and moderately calcified, with a significant bend greater than 90 degrees. Additionally, the stent was fully inflated and deployed at 14 atmospheres for 10 seconds without issues.

Manufacturer narrative:
Good faith effort attempt was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the proximal to mid left circumflex artery. A 3.00 x 24mm synergy xd drug-eluting stent (des) was advanced and deployed. However, post-deployment, a distal stent edge dissection was observed in the mid left circumflex artery due to the bend and calcification. The dissection was further described as type b, flow limiting and timi ii flow was observed. A 2.75 x 20mm synergy xd des was deployed to cover the dissection and the procedure was completed. There were no patient complications, and the patient condition was stable post-procedure.